Event description:
During a device change out, high pacing thresholds were observed. The physician attempted to implant a new pace/sense lead, but the anatomy of the patient was unfavorable. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.